Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) failed to deflate during the preparation of the device. The device was not used and was never introduced into the patient. There was no reported patient injury. A 40:60 contrast mixture was used in the 6 mm semi-compliant balloon. Mynx device never came in contact with any other device as it was never introduced into the patient, only prepped on the back table. The device was removed from the packaging according to the instructions for use (IFU), and there was no damage to the packaging. The user was trained to use the device. The syringe used was the one provided with the mynx device, and there was no difficulty connecting the syringe. One non-sterile 6f/7f mynxgrip vascular closure device was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open with no syringe returned for this evaluation. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was present in its manufactured position, the advancer tube was in its manufactured position, and the sealant sleeve was also in its manufactured position, while the balloon was observed deflated. Additionally, notable amounts of dried saline substrate were observed on the external surfaces of the black handle. Inside the inflation system¿including the inflation lumen and balloon¿dried saline substrate and evidence of dried blood were identified during the visual analysis. The functional inflation/deflation test could not be performed due to obstruction of the inflation lumen caused by dried blood and dried saline substrate, which compromised the integrity of the inflation system. A high-magnification microscopic evaluation of the balloon surface did not reveal a puncture or rupture to confirm a loss-of-pressure condition, as no functional inflation analysis could be executed to positively identify the damage location. However, the presence of dried blood inside the inflation lumen suggests possible blood infiltration through a compromised area of the balloon surface, which may correlate with the reported condition. An additional evaluation was performed by applying hydrogen peroxide solution to the red, dried matter observed within the inflation mechanism lumen. The reaction confirmed the presence of blood, validating that the material identified during visual inspection corresponded to dried blood residue. The reported event of ¿balloon-deflation difficulty¿ could not be observed as the returned device could not be tested due to the obstructed inflation lumen. The exact cause of the issue experienced could not be determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported failure to deflate the balloon during preparation since the functional analysis of the balloon could not be tested due to the obstructed inflation lumen. Although, it was noted that there was dried blood within the inflation lumen of the device along with the dried saline substrate, indicating that there may have been a possible damage to the inflation tubing or balloon. However, microscopic analysis did not identify any damage or anomalies that would indicate a compromise of the inflation mechanism that could explain the dried blood found within the lumen. If damage was present, it could possibly contribute to deflation difficulties of the balloon. However, without evidence of a leak, it also is possible that handling factors of the device may have contributed to the issue experienced. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) failed to deflate during the preparation of the device. The device was not used and was never introduced into the patient. There was no reported patient injury. A 40:60 contrast mixture was used in the 6 mm semi-compliant balloon. Mynx device never came in contact with any other device as it was never introduced into the patient, only prepped on the back table. The device was removed from the packaging according to the IFU, and there was no damage to the packaging. The user was trained to use the device. The syringe used was the one provided with the mynx device, and there was no difficulty connecting the syringe. The device will be returned for evaluation.